Event description:
Procedure: bariatric procedure. According to the reporter: the surgeon reports that the patient experienced a post-operative wound infection following the use of the orvil product. The pt underwent an incision and drainage procedure postoperatively to treat the wound infection.

Manufacturer narrative:
(B)(4).